Event description:
Report received from the USA stating that during testing the device was "making noise but did not have power and sounded like it had a possible air leak." The reporter could not determine where the air leak was coming from. The device was not being used in surgery. There were no injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. If additional information is received, a supplemental report will be sent.